Event description:
It was reported that during implant attempt, the helix would not extend initially, and when lead was removed from patient it extended but then would not retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted, the helix was distorted/bent and there was deformation of the proximal section of the inner coil.